Event description:
It was reported to philips that the allura system was not starting. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host computer and hard disks which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in use at the time of event. The cardiac arrhythmia (endovascular intervention and device implant) procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the system didn¿t start. Review of system log file identifies the host pc date malfunction. Upon troubleshooting, fse found that the motherboard battery was depleted and there was disco error. The philips engineer replaced the hard disc, battery, and adjusted the time. After which, the system was returned to use in good working order.